Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a literature article regarding transcatheter valve embolization and migration (tvem) in patients undergoing transcatheter aortic valve implantation (tavi). A single center patient database was screened for cases of tvem between (B)(6) 2021. A total of 54 patients who experienced tvem during tavi were included in the study population (predominantly female, mean age 78.8 years). Of these patients, 24 were treated with a non-medtronic tavi system and 30 were treated with a medtronic tavi system (corevalve = 17, evolut r/pro = 13). No unique device identifier numbers were provided. Among all 54 tvem patients, 4 in-hospital deaths occurred. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Of the 54 tvem patients, 46 were treated with implant of a second transcatheter valve and 8 underwent conversion to surgery. The authors reviewed the procedural records and imaging and uncovered five mechanisms for tvem: 1) spontaneous embolization into the ascending aorta (¿pop-up¿), 2) migration into the left ventricle, 3) accidental pull-back of the valve into the ascending aorta during removal of the delivery system due to incomplete release of the valve, 4) embolization during post-dilation, and 5) embolization due to loss of capture during implantation. Additionally, the authors performed computed tomography exams on average 26.3 months after tavi (range of 2 to 84 months). In three patients (one evolut r case), the authors observed parts of the valve stent frame protruding into the aortic wall, without signs of dissection. In another case, the snare used to pull the embolized evolut pro further into the ascending aorta (to avoid coronary obstruction) became stuck within the valve frame. The bent evolut pro was eventually pulled into the descending aorta where the snare was freed. No additional adverse patient effects or product performance issues were reported. Additional information received from the corresponding physician/author stated: "two deaths occurred after dislocation of a corevalve thv in 2011 and 2013. Both deaths were not directly related to the valve dislocation." No further details were provided.